Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height drawer 3.1 had only row e on the bus. A field service engineer reseated row board connectors on drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer 1 failed and the device was not found on the bus. The customer stated that they were able to retrieve medication for patients from other stations and there was no delay. There were no adverse events or injuries reported based on this event.